Manufacturer narrative:
Additional information was added to h6 and h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set came apart when disconnecting so it was clamped and cut. This occurred after use of the device for peritoneal dialysis (pd) therapy, while disconnecting. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.